Manufacturer narrative:
(B)(6) - should additional information become available, a supplemental record will be filed.

Event description:
End user called stating at 3 am she was going to the restroom, with the lights on and end user is stating that the walker is very wobbly, end user is stating it caused her to fall and the walker fell on top of her. End user is not sure how it happened. She did say that she has her left hip is bruised and her back is sore, but sought no medical attention.